Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 22, 2016. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted. (B)(4). Evaluation of the returned samples confirmed that the luers were not able to lock around the threads on the reservoir ports. When the design of the 3cx reservoir lid was compared against the design of the japan product, or 1cx reservoir, it was found that the wall thickness of the ports differed. The wall thickness of the wall opposite of the threads on the ports is thicker on the japan reservoir ports. This thicker wall helps keep the threads of the port and luer engaged. The luered ports on the reservoir lid are checked in process for iso 594-1, the internal sealing taper, using a calibrated luer gauge. A review of the device history revealed no production related anomalies. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the cardioplegia line would not firmly attach to the port on the top of the reservoir. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.